Event description:
It was reported that the pt began having pain at the incision site a few months after surgery. She has always had major problems with instability in the hip. She experiences a pain that extends into her waist when the hip is unsteady. She has had continuous physical therapy to increase the functionality of her muscles but all efforts have been unsuccessful. She has had four different physical therapists all of whom have stated that she has not reached the expected benchmarks. The pt states that she now has a continuous limp. The muscles at the incision site have not strengthened and the site is still tender to the touch. The pt saw her surgeon on (B)(6) 2012 after receiving the recall letter.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.